Event description:
It was further reported that in 2004, the pt suffered an acute coronary syndrome. Angiogram revealed occluded native arteries and lima graft (known to be occluded from prior angiogram). The culprit lesions were in the svg to the piv and the svg to the om2. The svg to the om2 had 60% restenosis of a previously implanted stent and 70% stenosed further distal graft disease. The pt was given asa, plavix, heparin IV and enoxaparin. During the procedure, the pt was started on a reopro IV infusion. The svg to the piv was treated with 2 taxus express2 8.8% (site unk) stents, and the svg to the om2 was treated with 3 taxus express2 8.8% 3.0 x 20 mm drug eluting stents. The stents were post dilated with the respective stent balloons. Plavix and asa were continued post procedure. Four days after the stenting treatment procedure, the pt was reported to have returned to the cath lab experiencing chest pain and EKG changes. Repeat angiography revealed an occluded svg to the om2. No intervention was performed. There is no additional info regarding the pt's status.

Event description:
It was reported that sometime after a coronary artery drug eluting stenting treatment procedure, a sub acute thrombosis occurred. In 2004 the physician deployed three taxus express2 8.8% 3.0 mm x 20 mm stents in a bypass graft to the obtuse marginal (om). The pt returned on an unknown date where a sat was found. No other info is available at this time. Multiple requests have been made to obtain additional info.